Event description:
(B)(6) year old female had an aortic valve replacement in 2007 and now is back with aortic stenosis and severe mr. It was found that two of the leaflets have fused, causing the new aortic stenosis. Preoperative diagnoses shows pt a s/p aortic valve replacement with 21 mm pericardial tissue valve. Do not have the records of date previously placed or where so date on implanted will be placed as 01/01/2007. Rep for the company was wanting the device so he can come pick it up in risk department.